Manufacturer narrative:
H4: lot manufacture date: june 01, 2023 - june 02, 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph sample was reviewed, and it was noted that there were droplets of fluid and white drug residue located at the upper area of the infusor device. However, the exact location of leak could not be determined from the photograph. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed on the sample noted white drug residue located near the fill port area. No signs of moisture or liquid were observed on either the interior or exterior surface of the device. Drug 5-fu has a tendency to turn into white residue when its liquid form is exposed in the open air for a certain amount of time. During the filling step, drops of drug liquid from the syringe may have inadvertently dropped near the fill port area, then the drops of drug liquid turned into white residue over time. A functional leak test was performed and no leak was observed. The device was determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked; solution and white crystals were observed at the top of the bottle. The issue was identified when unpacking an order. The device was filled with 3400mg fluorouracil in 5% dextrose. There was no patient involvement. No additional information is available.